Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was no longer feeling any type of paresthesia. X-ray was taken and the result revealed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.